Event description:
It was reported that five pts underwent minimally invasive tlif using rhbmp-2/acs. Post-op, the pts presented with new symptoms suggestive of radiculitis at six weeks follow-up and those pts reduced to two pts having these symptoms at the six months follow-up.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.